Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material remaining in the nozzle was the reprocessing was not completed due to occurrence of leakage at the distal end of the scope. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.